Manufacturer narrative:
Patient demographic unavailable as no patient involved in this concern. Per RMA, monitor and computer swapped out. Tested the monitor with the returned computer s/n (B)(4). Ran over night in the navigation task, went back to the menu screen and while in the menu screen, the monitor went black for 2 to 3 seconds. Went back into fusion and went in to the registration tack and started glxgears. After an hour, the image went black and then it repeated 5 more times over the next half hour.

Event description:
Medtronic representative reported the monitor on the fusion system was flickering. Event did not occur during surgery and no patient was present.